Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Patient was revised due to mild discomfort and elevated ion levels.

Event description:
Update: date (B)(6) 2013, litigation papers received. Litigation papers allege pain, implant failure and bone and tissue damage. Side provided. (Right hip) there is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.